Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number h14b03053 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted. (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was unknown. The patient was not hospitalized for the peritonitis. The treatment for peritonitis was with unspecified antibiotics (dosage, route and frequency not reported). The patient had recovered from peritonitis. The pd therapy was ongoing. Additional information was requested but was not available at this time. This is report 1 of 5 involved in this event.